Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used in the esophagus during a procedure performed on (B)(6) 2014. According to the complainant, the stent was used to treat a 11 cm malignant stricture. Reportedly, the patient¿s anatomy was not tortuous. During the procedure, the physician attempted to deploy the stent when the deployment suture got stuck. The partially deployed stent was removed from the patient. Another ultraflex esophageal stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable.¿

Manufacturer narrative:
A visual examination of the returned device found that the stent was almost fully deployed. The proximal end and covered section of the stent was deployed with only the distal stitches still intact. No issues noted with profile of crochet stitches. During analysis, it was possible to fully retract the deployment suture and fully deploy the stent without issue. No issues were noted with the deployed stent. The noted issue was likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context.   A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used in the esophagus during a procedure performed on (B)(6) 2014. According to the complainant, the stent was used to treat a 11 cm malignant stricture. Reportedly, the patient's anatomy was not tortuous. During the procedure, the physician attempted to deploy the stent when the deployment suture got stuck. The partially deployed stent was removed from the patient. Another ultraflex esophageal stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable.¿

Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.